Manufacturer narrative:
Additional info: submitted pictures appear to show witness marks and deformation on implant. Unable to identify part breakage, as per the event description. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
Additional info: visual review confirms implant disassembly. When viewed microscopically, the staking deformation is present on both sides of the implant, with shear marks and morphology identified on both of the stakes, consistent with overloading the stakes.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-5 to treat degenerative scoliosis. It was reported that the connector did not function as intended and was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.